Manufacturer narrative:
Additional information: unknown/no information. If explanted; give date: not applicable. The iol remains implanted. Other: the device is not returning for evaluation as it remains implanted as indicated by the customer. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported that while inserting the intraocular lens (iol) into the patient¿s left eye, the haptic was twisted but she felt comfortable to implant the iol. The doctor believes that when the iol is inserted, the trailing haptic is either twisted or not folded properly. Therefore, when the iol advances it makes the iris floppy from the haptic dragging over the iris. The doctor is starting to see this happen often. The iol remains implanted. Reportedly, the patient is doing ¿ok¿ post-op. There was no further information available.